Event description:
The manufacturer received information alleging a ventilator was not working. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. During the evaluation of the device at the manufacturer's service center, ventilator inoperative codes were observed in the ventilator's downloaded error log. The device's blower motor was replaced and the software was upgraded to address the issues.

Manufacturer narrative:
This MDR is being submitted as part of a batch submission of previously closed complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review. The manufacturer received information alleging a ventilator was not working. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. During the evaluation of the device at the manufacturer's service center, ventilator inoperative codes were observed in the ventilator's downloaded error log. The device's blower motor was replaced and the software was upgraded to address the issues. During the evaluation, the blower, stirring fan, stirring fan retainer, flow sensor assembly, tubing kit, inlet air path assembly, removable air path and blower bellows were replaced due to dirt, dust and talc contamination.